Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to his feelings and/or usual readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2018 at 10:00 pm when he obtained a blood glucose reading of 308 mg/dl using the subject device which he felt was elevated compared to his feelings and/or usual results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes using insulin (self-adjusts) and reportedly took 18 units of regular humulin insulin immediately in response to the result obtained. The patient claimed that his wife then found him ¿passed out¿ at 04:30 am on (B)(6), and she called the paramedics. The patient stated that on arrival at 05:00 am, the emergency services (ems) measured his blood glucose using an ems meter with a result of 71 mg/dl, and was subsequently rushed to the emergency room (ER) where his blood glucose was measured using an ER meter with a result of ¿around 60 mg/dl¿. The patient reported receiving hcp treatment of glucagon injection in response to the alleged issue. At the time of troubleshooting, the csr noted that the meter was set to the correct unit measure and the test strips being used were stored correctly and within expiry. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.